Event description:
The initial complaint description provided stated the evolution stent was released and while the introduction system was removed the stent was removed also. The nurse removed the safety wire when the stent passed the point of no return indicator. The evo device was returned for evaluation and it was noted that in addition to the stent being fully deployed, the end of the introducer had broken away from the remainder of the device. The user confirmed they noted the device was kinked and broken on removal of the device from the patient. No adverse effects to the patient have been reported as occurring. The user placed another evolution stent successfully.

Manufacturer narrative:
Incident meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for 'permanent stent removal' regardless of patient outcome. The evolution device was returned in two pieces-with one piece near the end of the introducer broken away. The device returned with the stent fully deployed and detached from the introducer. There was no damage noted to the stent. The safety wire was not returned with the device. On further evaluation of the returned device, it was noted that the end of the introducer had broken away within the polyamide at the end of the black hdpe tube and the clear nylon tube. There was a severe kink noted at the polyamide proximal to the yellow marker. The customer complaint could be confirmed as the stent was returned with the introducer fully deployed and it was also noted that the introducer was returned broken in two pieces. A possible cause of the kink in the polyamide proximal to the yellow marker could be if the device had become pinched in the elevator of the scope at any time. A possible cause of the stent not releasing from the introducer could be if the loop of the stent had been in the working channel of the scope at the time the kink occurred. This could have caused the stent not be become detached. Information received indicated that the doctor felt resistance and the stent was released. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution, all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the evo-fc-10-11-8-b device of lot number c1007820 revealed no discrepancies that could have contributed to this complaint issue. From the information provided there were no adverse effects to the patient. Another evolution device was used to complete the procedure. The doctor saw that the introducer was broken on its removal. Complaints of this nature will continue to be monitored for emerging trends.